Event description:
Additional information was provided on 6/13/2024 where the sales representative stated that this event occurred during a reverse shoulder arthroplasty procedure on (B)(6) 2024. The was an arthrex representative present during this event. The patient had a good bone quality. An instrument was used to prepare the bone socket however the details were not provided.

Manufacturer narrative:
Additional information: b5, g3.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 06/11/2024, it was reported by a sales representative via sems-(B)(4) that an ar-9597-20 angled reamer sleeve and an ar-9676 angled reamer were cold welded together and could not be taken apart. This occurred during a case with no effect on the patient.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-9676, was received for investigation. Visual inspection noted that the reamer was stuck inside the sleeve of an ar-9597-20. Functional testing was not performed due to the damage of the devices. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.